Manufacturer narrative:
Additional information: product analysis: visual and microscopic examination of the returned implant identified inserter interface tangs broken on opposite sides, with approximately 45 degree fracture angulation, consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient with lumbar spondylolisthesis underwent oblique lumbar interbody fusion at l4-5, during which the cage broke at the area attaching it to holder part of an inserter during insertion and it was removed. The broken cage was entirely removed and replaced with new one. No patient complication was reported.